Manufacturer narrative:
Corrected data: b3 and d1 updated/corrected.

Manufacturer narrative:
Medical safety reviewed the event. The patient experienced arrhythmic events and thrombocytopenia while on bipella support. When turning the patient ventricular tachycardia was experienced and the following morning experienced a run of ventricular tachycardia. Comfort care was discussed. Day 9 the patient is only on right-sided support and noted with cholecystitis and liver fluid buildup; both linked to gallstones. The following day of the support, an unexpected automated impella controller (aic) shutdown occurred, support interrupted. The team was advised against exchanging the aic due to the concern that the pump would not restart. Impella rp support continued. Seven days later the patient expired on support despite all efforts. The patient was maxed on vent and chemical support. There is not enough evidence to exclude the impella rp flex and the aic as an associated factor to the demise outcome. However, the aic is highly unlikely associated with the outcome due to the amount of days post event and no report or indication of acute hemodynamic compromise at the time of the aic malfunction. In this case, the patient underlying condition likely contributed most to an outcome of death. Note: events involving the impella cp is reportable as a serious injury type of reportable event. Correction(s): after review of the case by the medical safety, it was determined the aic is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Additionally, the impella device was returned (contrary to the erroneous information on the initial medwatch report). An evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. Related medical device reports: this aic report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp and the impella rp flex.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. There were no issues related to this complaint discovered when reviewing the product history of console (B)(6). Product (B)(6) was returned to field service for investigation. Data analysis: on (B)(6), rp pump 551808 was connected to (B)(6) and ran uninterrupted until on (B)(6) at which point the console unexpectedly rebooted. There were no logs indicative of what caused the reboot. The console rebooted and hemodynamic support was returned until the pump was removed from the console on (B)(6), a week later. Device analysis: the console was tested but the failure mode was not reproduced during testing. Root cause: the cause of the unexpected reboot could not be determined because there were no logs to indicate what caused the reboot and the failure did not reproduce during testing.

Event description:
The complainant reported that they encountered unexpected shutdown issues with the automated impella controller (aic) for a bipella patient during impella rp flex support. It was reported that the pump went into an unexpected controller shutdown. No other issues were noted and a standby console sat in the hallway in case shutdown happened again. Additionally, the bipella patient ultimately expired and the death will be associated with impella cp pump with serial number (B)(6) this complaint involves three impella devices: impella cp pump with serial number (B)(6), impella rp pump with serial number (B)(6), this MDR specifically addresses automated impella controller with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.